Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off during the injection. The following information was provided by the initial reporter, translated from german to english: "some needles broke off during injection."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "some needles broke off during injection."